Event description:
It was reported to philips that the system did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start up. Upon troubleshooting, the rse reviewed the log files and identified a boot error on the flexvision pc. The customer had restarted the pc several times, which eventually resolved the reported issue. As per customer request the philips field service engineer (fse) visited the system onsite and upon functional testing, the fse repeatedly restarted the flexvision pc in an attempt to reproduce the reported failure, but the issue did not recur. The logfiles and disk status didn¿t show any error. After multiple reboots from the customer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.